Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hypoglycemia. The customer blood glucose level was 52 mg/dl at the time of the incident and the current was 83 mg/dl. The customer reported that the customer alleges the insulin pump was over delivery. The customer stated that the troubleshooting was performed for the low blood glucose over delivery. The customer was treated with the glucose gel. The device will not be returned for analysis.